Event description:
During a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal region of the tortuous and severely calcified right coronary artery (rca). The physician predilated the lesion with a 14mm balloon before attempting to pass a 4.00x12 mm taxus liberte' drug eluting stent. The stent was removed and the lesion predilated a second time. The deployed and upon withdrawal of the stent delivery strut. There were no patient complications. This product is only ous approved but it is similar to a marketed us device. Medications: pre-procedure: heparin, aggrestat. During procedure: heparin. Post procedure: plavix, aggrestat.